Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. A chemotherapy drug reportedly leaked out from the filter vent during patient use. There was no harm reported as a result of this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
One video was provided by the customer that confirms the complaint of leaking at the filter vent. The customer also returned one used primary plum set as received the filter vent was wetted out with prior infusate. As received the filter vent was wetted out. The set was leak tested per specifications, and leakage was observed. The complaint of ' leakage on filter vent ' can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.